Event description:
Patient's mom reporting freedom pump broke. During infusion the pump shot syringe filled with hizentra out of the pump. Sending pt new freedom pump to replace the broken one. Pt had old pump and was able to complete infusion with that. Pump expiration date: 2026-02-26 serial number (B)(6). Pump start date: (B)(6) 2025. Unknown if patient missed a dose. Unknown if an adverse event took place. Unknown if patient has pictures to provided. Unknown if pump is available for return. No further information, details, or dates provided. Dose and frequency: infuse 11gm (55ml) under the skin every 2 weeks. Max infusion rate up to 15-25ml per hr per injection site or as instructed by prescriber. Indications: selective deficiency of immunoglobulin g [igg] subclasses and nonfamilial hypogammaglobulinemia.